Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and three attempts were performed to obtain additional information, but no response was received from the customer. After culture testing, the device will be evaluated. An additional complaint record was created to capture the reported event: (B)(6). A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Corrected data: d9 (the date returned to manufacturer field was inadvertently omitted from the initial report) and g2 (health professional was selected in error on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: ¿using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor field performance for this device.